Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.

Event description:
It was reported that before an unknown procedure, the nurse loaded a cartridge into the device. Then the nurse grasped the closing lever to check its function before use on the patient. After that, the jaw could not be opened when the release button was pushed. There was no feedback when the release button was pushed. The device was not used on the patient. There were no adverse consequences to the patient. Another device was used to complete the procedure.